Event description:
Approximately three months after surgery with device supplemented with posterior fixation, it was found that the device had moved to a posterior position. The patient complained of increasing pain and the implant was found to have moved even more. A revision surgery was performed approximately 16 1/2 months post op. During the revision surgery, a "bolt" was found to be loose and was replaced. The patient has recovered.